Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin continued to squirt out during priming, with and without end cap on. Customer lost almost 100 units of insulin as a result. Customer also saw insulin leaking out at the other end of quick release. Customer's blood glucose was 102 mg/dl. During troubleshooting, customer reported of changing infusion set and reservoir and continued to see drops prior to numbers. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that reservoir and infusion set would be replaced.